Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated however the customer declined having the device repaired. The device was returned to the customer labeled not for clinical use.